Event description:
The patient adaptor on the transfer set separated from the tubing of the transfer set when the patient changed the bag. The transfer set had been used for 30 days. The actual sample was available and requested for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for leaking between the titanium adapter and the patient adapter and the lab noted damage in this area as well. Exact root cause cannot be confirmed for the damage causing the leak. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2010, pt's doctor contacted the infusion device educator and informed her that the pt was in the hospital due to ketoacidosis. Pt's doctor stated the pt's blood glucose reading was over 500 mg/dl. Doctor reported the infusion set was occluded and the infusion device did not give an error or alarm. Doctor stated he attempted to lower the pt's blood glucose by giving her injections of insulin; 12 units/hour and changed the infusion set. Doctor reported the pt was hospitalized for 2 days. Pt reported her blood glucose is at its usual levels. No normal blood glucose level was provided. No further info is available. Product was replaced and requested return of the alleged product for eval.